Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The reported problem was identified as a check supply line alarm. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro presented unspecified alarms. The reporter described the event as the device alarming every night, with different alarm messages. The event happened during use, however it is unknown at what step of therapy. A swap of the device was arranged. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.